Manufacturer narrative:
The service rep onsite verified poor image quality; no video display from ccd camera on left monitor and system was tracking to maximum technique. Checked lemo connection and found pin pushed in and causing an open connection. Repaired pin and reseated into lemo connector. Verified integrity by connecting and disconnecting interconnect cable to assure that pin was seated correctly. Booted system and verified image quality by checking resolution and tracking. All checks with in manufactures specifications. System operates as manufacture intended.

Event description:
The customer reported, that x-ray technician was unable to get an image during a case. Technician had to replace c-arm with another system. System failure caused a delay in the cause without any pt injuries.